Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty on an unknown date and reports patient allegations of personal injury. Additional information received in patient medical records indicates that the patient was revised on (B)(6) 2008, due to dislocation and stem loosening. The operative notes confirm that the acetabular cup, modular head, taper adapter and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01041-1 & 02178 / 02179).